Event description:
It was reported noise was observed on the rv channel but not reproducible during testing. Noise was seen at a subsequent follow-up. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of noise was confirmed via review of stored electrograms. Device functionality was normal when tested on the bench. Noise was not reproduced during testing. The cause of the reported noise was not determined. (B)(6).